Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The unit was received with a cracked case at the display window corners and a minor scratched lcd window.

Event description:
The customer's mother called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.